Event description:
They were using the device during a lap hernia procedure and they couldn't get the instrument to pass the re-run test. They tried another instrument and the same problem persisted. They switched instrument and were able to complete the case with no patient consequence.